Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The visi-pro stent was deployed in an iliac stenosis on (B)(6) 2012. When the patient returned in november with symptoms angio showed the stent had fractured. The patient received another stent to cover the fracture site.